Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 28mg/dl and 112mg/dl. No quality controls were run. No adverse event reported. Strips were discarded; a replacement was sent.